Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log did not identify any reportable alarms associated with the time of the reported event. Visual inspection did not identify any physical damage. Functional testing was performed, and the device passed all performance verification testing. No device problem was found, and no further action was taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with b-cell acute lymphoblastic leukemia passed away. No information has been provided by the reporter on the cause of death. It was reported that the patient was found seizing at home, but no additional information has been provided regarding this event. Per reporter the pump was in use by the patient when they passed, but no allegation was reported that the pump caused or contributed to the event. A medical evaluation is in progress and will be provided on a supplemental report. It was reported that the starting volume was 101 (with the medication dosing volume of 100.8), continuous infusion rate of 0.6 ml/hour, reservoir volume at the time of pump stopped which was 54.3 ml, given volume was 46.75 ml.